Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a ureteroscopy procedure, 10cm of the hydrophilic guide wire's coating detached within the patient's ureter. A new guidewire was used to complete the procedure.